Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received states that while prepping the precise pro rx us carotid system catheter, the stent came off of the delivery system. There was no reported patient injury. Per the IFU the toughy-borst valve on the precise pro rx is shipped in the open position. Care should be taken not to pre-deploy the stent. The device should be prepped in the tray. One non-sterile pkg precise pro rx us carotid system was received coiled inside a plastic bag. The unit was deployed. Stent was received. Three kinks were detected at 2 mm, 23cm y 137cm from ID band. Blood residues could be observed. No other discrepancies were found. Usable length was measured and was found within specification. Since the unit was deployed functional analysis has not performed; however the deployment process was performed without the stent and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of 'kink' condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported 'deployment difficulty-inaccurate placement' by the customer could not be confirmed since no anomalies were found during the deployment process. The cause of this condition could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.

Event description:
The report received from the filed states that while prepping the precise pro rx us carotid system catheter, stent came off delivery system. There was no reported patient injury.